Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, painful intercourse, strong vaginal odor, and urinary incontinence. No further information has been provided.